Event description:
It was reported that the radio-frequency (rf) head was unable to get the "green light" or connect with the device. The rf head was replaced, and the replacement rf head "worked without any difficulty." The rf head was returned for repair. No patient complications were reported as a result of this event.

Event description:
It was reported that the radiofrequency (rf) head was unable to get the "green light" nor able to connect with the device. The rf head was replaced and the replacement rf head "worked without difficulty." No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, there was intermittent telemetry. The cable was cut, as a result the cable was replaced.